Event description:
It was reported that the pump battery could not be charged. Customer was instructed to leave pump plugged into a power source. Customer¿s blood glucose level was 145 mg/dl. The pump successfully began charging and customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.